Event description:
It was reported the patient's blood glucose rose to 386 mg/dl. The pod was worn on the patient's abdomen for between 24 and 36 hours. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received fully deployed. The download data returned an 0x3d alarm indicating that the step sensor asserted before wire driven; this is an indication of a pod that is leaking. Upon initial inspection no corrosion was found that would have indicated that there was an internal leak. The fluid path was tested and an internal tear was found 0.283 inches from the nail head. The leaking fluid can be seen exiting the site of the tear. This internal tear is what triggered the 0x3d alarm. The shelf mode of the device was tested and found to be out of specifications. The high shelf mode was caused by fluid leaking on the pcb. No other damages or deficiencies were observed during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.